Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) result generated on the access 2 immunoassay system. The initial erroneously elevated result was reported outside the laboratory. The patient sample was sent to another hospital and retested using different methodology and the results were within the normal reference range. The sample was re-spun prior to re-running it. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse performed all system verification testing including system check, lumwash son/inc and all of the testing passed. The fse verified instrument as performing to specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.